Manufacturer narrative:
The failure investigation has been completed and the alleged battery not charging issue was verified. Additionally the alleged battery incorrectly displayed issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Additionally, the battery gauge was fluctuating. There was no impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.